Event description:
It was reported that the customer's blood glucose displayed "high" on the cgm (continuous glucose monitor); although specific value was not provided. Cause was due to a blockage in the cartridge. Elevated blood glucose was addressed with a bolus via the pump. The customer loaded an new cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.